Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 38mm x 4.00mm ion drug eluting stent was selected to treat the unspecified target lesion. The physician was trying to deliver the stent delivery system to the calcified lesion when the distal edges of the stent flared up. The procedure was completed with another 38mm x 4.00mm ion drug eluting stent. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).